Event description:
It was reported that insulin drips were not observed to be exiting the tubing intermittently during the load fill process. There was no reported impact on the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.